Event description:
During the course of a procedure at the user facility, the main panel screen went blank during tracker calibration. The unit was restarted a two times, but the display was still not working. No adverse consequences and no medical intervention were reported with this event. Navigation was aborted and the procedure was completed successfully using conventional instrumentation. After several follow-up attempts were made, no additional information was provided regarding this event. Attempts are still being made to obtain more information.

Manufacturer narrative:
Additional information was received regarding this event. The reported event occurred during the course of a total knee replacement with no clinically significant delay to the procedure. With the addition of this information, this event is not a safety risk the patient. Navigation is an assistive device and it is not mandatory for surgery. The physician has the discretion to initiate or terminate navigation for any reason and at any time prior to and during a procedure. The reported event that the screen went blank was confirmed by the stryker technician during device evaluation. It was observed that the cable connections from the touch panel and the surgeon monitor were not functional.

Event description:
During the course of a total knee replacement procedure at the user facility, the main panel screen went blank during tracker calibration. The unit was restarted two times, but the display was still not working. No adverse consequences, no medical intervention, and no clinically significant delay were reported with this event. Navigation was aborted and the procedure was completed successfully using conventional instrumentation.